Event description:
It was reported that the patient experienced stimulation in the wrong location, shocking in the legs, and never had therapeutic effect. The patient stated that his implantable neurostimulator (ins) was not working and was never programmed right at implant. The patient reported that he felt shocking in his legs, but did not feel stimulation in his back, which was where his pain was. It was noted that this started right after implant. The patient stated that the trial had gone well and everything had worked fine, but ¿they could not find the record from his trial to get the device programmed right.¿ the patient had reportedly tried programming ¿about six times and had not had luck.¿ it was noted that stimulation was turned off but the patient was still charging the device.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).